Event description:
Quick-cross support catheter broke off in patient's artery during procedure. Broken portion of catheter was retrieved by surgeon using a snare and all pieces were accounted for. Ref#: 518-036, quick-cross support catheter, lot#: fqp21l04a, exp-11/04/2023. No harm: event reached patient, but no harm was evident.